Event description:
It was reported to boston scientific corporation in 2008, that a zerotip stone retrieval basket was used during a ureteroscopy procedure performed three days prior (patient age and weight are unknown). According to the complainant, during the procedure, the retrieval basket shaft broke and failed to close. The physician cut the device and manually retracted the basket. The physician successfully completed the procedure with another zerotip nitinol stone retrieval basket. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed the zerotip basket was returned in several pieces. There were no defects found that could be related to the event information of "broken shaft". As a result of the complication encountered during the procedure; a root cause identification for the basket was undetermined. The customer's complaint is not confirmed.